Event description:
A 63-year-old male was treated for an occlusion at the m1 segment. Access was obtained with a zoom 88 access catheter over a guidewire. A zoom 71 was advanced over the guidewire to the face of the clot. The zoom 88 was then advanced over the zoom 71 and was positioned proximal to the m1 segment clot. The guidewire and zoom 71 were removed from the patient and aspiration was applied to the zoom 88 for approximately two minutes. Some clot was removed. An angiogram revealed recanalization was not achieved. A second pass was performed with the same zoom 88 and guidewire. The same zoom 71 was advanced to the face of the clot. The zoom 88 was advanced over the zoom 71 into the proximal m1 segment. The guidewire and zoom 71 were removed from the patient. The zoom 88 was connected to the zoom pump and aspiration was applied for approximately two minutes. The clot was removed. An angiogram revealed recanalization of the m1 segment, and a tici 2b score was achieved. An angiogram revealed another occlusion at distal m3 segment. A third pass was performed using the same guidewire and zoom 88. A zoom 45 was advanced over the guidewire through the zoom 88. The zoom 88 was positioned in the cavernous ica (internal carotid artery). The guidewire was advanced to the m3 segment to the face of the clot but did not cross the clot. The zoom 45 was advanced over the guidewire to the m3 segment, and the guidewire was then removed. Aspiration was applied for approximately 90 seconds to the zoom 45 and then the catheter was removed. A follow-up contrast run revealed extravasation in the m3 region. No hemodynamic changes were noted. Protamine was administered and tpa reversed. After several runs, the extravasation was observed to have stopped spontaneously. A final tici 2b score was achieved. There was no report of a device malfunction. No other patient sequelae were reported.

Manufacturer narrative:
The device was discarded after use and therefore not available for return and investigation. A device lot number was not provided. All devices undergo appropriate testing and inspection per standard manufacturing processes to ensure the device meets specifications prior to release. Based on operative notes, there was no evidence of extravasation until after the third pass. The cause of the extravasation is unknown. Based on the information provided, both the guidewire and zoom 45 were present at the location of the extravasation in the m3 region. No device deficiencies reported related to any of the zoom devices.